Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6)2022, the patient was prescribed unknown antibiotics for discharge and redness of the stoma site. On (B)(6)2022, the patient was hospitalized due to high fever and clouding of consciousness. On (B)(6)2022, the patient was discharged from the hospital. It was reported that the patient had stoma site discharge and redness, and antibiotic therapy was continued.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.